Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 05-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station at blue screen of state. A field service engineer (fse) replaced the hard drive. The fse then worked with technical support specialist on station application issues under the app user with component manager, reimagine device and completed station configuration. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was not receiving new patients, station was offline and user rebooted the device, but the device stayed offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es station was not receiving new patients, station was offline and user rebooted the device, but the device stayed offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date.